Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision on (B)(6) 2014 where a poly swap was done due to dislocation. Additionally, on (B)(6) 2015 patient underwent a revision to a total knee due to pain. During the revision, it was discovered that the tibial component was loose.

Manufacturer narrative:
This follow-up report is being filed to correct information.this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02324 & 02325). Requested but not returned by hospital.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02324 & 02325).